Event description:
Received a report from a consumer indicating consumer sought a medical examination for vaginal irritation and discomfort shortly after using the co's tampons, consumer reported that dr removed part of a tampon pledget.